Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. Patient code (B)(4) applies to the pump and the catheter. Device code (B)(4) apply to the catheter. Device code (B)(4) apply to the pump. Eval code-conclusion code applies to the pump and the catheter.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl with an unknown dose and concentration, dilaudid (hydromorphone) with an unknown dose and concentration, and unknown morphine with an unknown dose and concentration via an implantable pump for non-malignant pain, other chronic/intact pain (trunk/limbs), and other non-malignant pain. It was reported the patient has had issues since the pump was implanted in (B)(6) 2011. It was noted that the pump has not been working since they placed it. It was noted that the patient was due for a pump replacement due to normal battery depletion, but has to have the catheter replaced also because it was determined it was occluded in 2017 (about 3 weeks ago). The patient went in for a dye test, and the healthcare professional (hcp) was unable to and could not pull out any cerebrospinal fluid (csf). The hcp that implanted the pump did it wrong, as it was determined in 2017 (within the past 2 months) that the patient's pump was not implanted in the right place. The patient was scheduled for replacement on wednesday (B)(6) 2017. The patient mentioned they first had dilaudid in the pump and that did not help, then they switched it to fentanyl, and now the patient has morphine in the pump. Event date was noted as (B)(6) 2011. No further complications were reported/anticipated.